Event description:
It was reported that 3 bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter. Customer reported they have had a number of episodes over the last couple of weeks where elevated pressures greater than 300psi had been experienced when injecting saline/contrast for CT imaging outside of that expected in these circumstances. After reconfirmation of cannula patency, each occasion was rectified by exchanging the set without the need for any further changes. Whilst in most cases it had occurred during CT injector testing with n/saline, yesterday we had such an example where it occurred during the administration of contrast which resulted in repeat imaging.

Manufacturer narrative:
A 20039e7d sample was not available for investigation; however, the customer confirmed the complaint sample was from lot 21085946. The feedback provided by the customer indicates that high pressures were observed during injection of contrast solution, with the pressures exceeding 300psi; however, no occlusion issues were detected during manual priming. The customer also indicated the infusion set-up typically involves connecting a bayer sds mp1 or bayer spd 250 syringe set to the smartsite extension set which is then connected to a b.braun introcan catheter. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21085946 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e7d extension set in the past 12 months.